Event description:
It was reported that a patient was seen at the hospital after a seizure/syncopal episode. A care link express transmission showed a lead warning for low impedance on the atrial lead. Capture and sensing thresholds are stable and the low lead impedance is an existing chronic situation and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 383059, right ventricular (rv) implantable pacing lead; implant: 2008 (B)(6). (B)(4).